Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.